Event description:
User called into emergency support program (esp) line to request support with gas loss alarm that occurred during cardiosave intra aortic balloon pump therapy. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.

Manufacturer narrative:
Due to chaarcter limit in the e1 section, the full initial reporter name is (B)(6). User called into emergency support program (esp) line during cardiosave intra aortic balloon pump therapy, for assistance with what she believed to be a leak associated with a gas loss alarm. During troubleshooting, it was determined that the concern referred to a gas loss alarm rather than an identifiable system leak. User did not initially use the help screen or the iab fill key. She verified that there was no blood in the helium tubing, all connections were secure and appropriate, and there were no visible kinks in the tubing. User then performed a fill, which resolved the gas loss alarm and allowed therapy to resume. Based on the patient¿s hemodynamics and clinical condition, the alarm was assessed as likely related to patient movement rather than device malfunction. The nature of the alarm and recommended troubleshooting steps were reviewed. User was encouraged to call back if the alarm occurred multiple times within an hour so additional troubleshooting could be performed. She expressed appreciation for the support provided. No harm or injury reported.